Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that they received the tubing clamps in the mail and wanted to perform the high pressure test. The customer performed the test and it passed. The customer's blood glucose level was 692 mg/dl. The customer did not feel comfortable with the device and was issued a replacement. The customer will return the product for analysis.